Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain in the implantable pulse generator (ipg) pocket site. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.